Event description:
During an in-clinic follow-up, high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.